Manufacturer narrative:
The device was not available for return.

Event description:
Follow-up indicated that the device was removed. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that after the lead was revised, the patient was hospitalized due to numbness and difficulty moving the legs. The surgeon does not think the device was causing or exacerbating the symptoms. The patient is currently recovering in a rehabilitation facility.